Event description:
Intuitive stapler stopped halfway through stapling across the rectum. Blade was exposed. Assistant was able to remove the stapler without any harm to tissue or the patient. Dr. Discussed with intuitive rep in person in the room. She suggested the stapler and the load to send to the company.